Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 276mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. It was stated that the customer was treating her blood glucose from the sensor reading and not from the blood glucose meter. No further information was provided.